Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing ineffective stimulation. The pt was receiving adequate coverage of his legs, but not his back. A trial procedure was performed in order to provide coverage of the pt's back. It was reported the pt received adequate coverage of his back during the trial. Additional surgical intervention was undertaken and the pt's scs system was explanted and replaced.